Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17607317m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for right atrial tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered asystole requiring cardiac pacemaker insertion. During ablation, asystole was confirmed via ECG. Pacemaker was inserted. Patient was reported to be in stable condition. On post op day one, normal sinus rhythm was restored and the patient was discharged. Physician¿s opinion regarding the cause of the adverse event is that it was not related to any biosense webster, inc. Product malfunction. It was noted that the physician suspects that the patient has underlying sinus node disease, therefore, had sinus arrest secondary to edema near the sinus node. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.